Event description:
Device 6 of 6. See MFR#s 1627487-2010-02680, 1627487-2010-02873, 1627487-2010-02874, 1627487-2010-02875, 1627487-2010-02876). On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the pt had itching and rashy areas near all incisions (lower back, ear, and neck) except the ipg implant site. The pt went to the md on (B)(6) 2010 and the physician thought the skin rash was due to an allergic reaction. There were photos taken as to the reaction. The photos were forwarded to the dr. The dr requested that the pt go to the ER for labs. The dr stated that they thought the pt was having a reaction to the surgical glue used; and will treat this symptom with steroids if this is the case.

Manufacturer narrative:
Eval: method: device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.